Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav. Spline damaged. It was reported that during the procedure, the electrodes on the spline of the catheter were not visualized on carto. The physician removed the device from the patient, the electrodes on the spline of the catheter were found detached from the spline and were found left in the sheath (other brand) used with the catheter. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The damage did not result in wires and / or braid being exposed. The damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the device. The detachment was total. The detached section remained in the sheath and was removed along with the sheath from the patient. The biosense webster, inc. Product analysis lab received the device for evaluation on 11-feb-2025 and per the evaluation completion on 14-feb-2025 observed one of the electrodes was detached and missing from one of the splines. Also, an electrode was lifted with sharp edges. The bwi product analysis lab became aware of the additional lab finding of the electrode lifted with sharp edges on 14-feb-2025 and have also assessed this returned condition as reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and microscopic examination were performed. Visual inspection revealed that one of the electrodes was detached and missing from one of the splines. Also, an electrode was lifted with sharp edges was observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The tip separation issue reported by the customer was confirmed. The potential cause may be attributed to improper handling or the interaction between the device and the other brand sheath. However, this cannot be conclusively determined. The instructions for use states: ¿advance the insertion tube along the catheter shaft to collapse the splines together prior to insertion into the sheath [...] Do not bend the splines backward. After insertion, slide the insertion tube back toward the handle. ¿prior to removal of the catheter, confirm that the thumb knob has been pulled back completely to straighten the tip. ¿do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿the electrodes on the spline of the catheter were found detached from the spline¿ issue. In addition, biosense webster inc. Analysis finding of the ¿electrode was lifted with sharp edges¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿the electrodes on the spline of the catheter were found detached from the spline¿ issue. In addition, biosense webster inc. Analysis finding of the ¿one of the electrodes was detached and missing from one of the splines¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav and the electrodes were detached (detached section/ detachment was total). Spline damaged. It was reported that during the procedure, the electrodes on the spline of the catheter were not visualized on carto. The physician removed the device from the patient, the electrodes on the spline of the catheter were found detached from the spline and were found left in the sheath (other brand) used with the catheter. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The damage did not result in wires and / or braid being exposed. The damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the device. The detachment was total. The detached section remained in the sheath and was removed along with the sheath from the patient.